Event description:
It was stated that the customer passed away while wearing the insulin pump. It was stated that the insulin pump failed, and the cause of death was diabetic ketoacidosis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.